Manufacturer narrative:
(B)(4). A vyaire technical support instructed the customer to calibrate the inspiratory and exhalation transducers. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the positive end-expiratory pressure (peep) of avea ventilator is out of specification. At this time, there is no information regarding patient involvement associated with the reported event.